Event description:
The customer reported that the system would not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired solder joints on the low voltage power supply. The system operates as intended.